Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID #: (B)(4).

Event description:
The coronary diamondback orbital atherectomy device (oad) was used to successfully treat lesions in the left main and left anterior descending arteries. Stent placement was selected for treatment of the circumflex artery (cx), however difficulty was encountered in delivering the stent. Numerous wire exchanges were performed, and the physician attempted multiple unsuccessful balloon and stent treatments in the cx. Balloon angioplasty was successful, but a stent could not be delivered. The guide wire was replaced with a viperwire guide wire to continue treatment with the oad. Two retrograde treatment passes were performed on low speed on the proximal side of the cx. After the second pass, the vessel appeared enlarged, and the oad was removed. Stent placement and balloon angioplasty were performed across the lesion without issue. When the final balloon inflation was performed, a vessel perforation was detected. A pericardial drain was placed, and the patient was sent to the operating room for emergency bypass surgery. The bypass surgery resolved the perforation, however it was reported that the patient was not doing well post-procedure. The patient expired three days after the surgical procedure. Per the opinion of the physician, the cx was initially damaged by a stent placement attempt that occurred four hours into the procedure, prior to atherectomy treatment with the oad. The patient death was caused by the patient being unable to recover from the lengthy surgical procedure.